Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tlc55 instrument stapled but did not cut (used a bistoury to cut). There was no consequence to the pt.